Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that an error message reading "computer needs servicing" was displayed. The system was rebooted and the error message was cleared. The device was not changed out. There were no reported adverse consequences to a patient as a result of this event.